Event description:
It was reported that the 2600 system would not boot up prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The workstation power supply was adjusted and air filter cleaned during the service call. The system was tested and found to be working as intended, and put back into service.